Manufacturer narrative:
The sureform 60 blue reload has been returned and evaluated by the failure analysis (fa) team. Failure analysis found the primary failure of knife track damage to be related to the customer reported complaint. The reload was found to have cartridge damage. The knife track was found damage at the distal of the reload. Potential fragments could be missing. The reload was returned with the sureform 60 stapler. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was cartridge damage observed. The sureform 60 stapler was returned and evaluated by fa. The stapler instrument was found to have lodged staples in the I-beam assembly. The instrument was placed on an in-house system and found to fail initialization on all three attempts. There was no visible damage to the instrument. The I-beam assembly was extended, and one staple was found to be lodged inside. There was no visible damage to the instrument. The I-beam assembly was extended, and pieces of broken cartridge parts found to be lodged inside. The reload cartridge parts were removed, and the instrument was reinstalled on the in-house system. It passed the initialization, recognition and engagement tests on all three attempts. The instrument fired successfully using blue 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was found to fail during initialization based on in-house testing but not during log review. Probable root cause is attributed to component susceptibility to damage.

Event description:
It was reported that blue stapler reload was returned as unknown. There was no report of patient involvement or patient injury.